Manufacturer narrative:
The DHR for lot 1170053 revealed no deviation or anomalies that could cause the reported condition. UDI number: (B)(4).

Manufacturer narrative:
One unit from fg lot # 1170053 of catalog c5602, ¿cusa excel 36khz disposable wrench¿, was received for evaluation. The returned unit was received in the original packaging tray and was found completely sealed. The seal of the tray was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. The visual evaluation through the packaging tray could not find the particle. However, once the tray was opened a black particle was observed at the bottom of the tray. The black particle was loose; not embedded. The cap of the returned unit was removed to evaluate the presence of the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present. However, the o-ring shows a slight distortion. Some black particles were observed at the bottom of the wrench likely the one observed on the tray when they were compared under microscope. The black particles are coming from the black hub during the torque test performed at the manufacturing supplier. No other anomaly was found upon the unit evaluation. Events and non-conformances were reviewed for lot 1170053 and these did not reveal anything that could cause the reported event. No events and/or rework were recorded for the mentioned lot; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements. The reported condition was confirmed in the returned unit and may be related to the distortion of the o-ring. The distortion of the o-ring might allow gaps between the hub and welded cap of the wrench causing the particles to come out from the wrench. The black particle observed in the packaging tray does not affect the functionality or the intended use of the device and neither has adverse impact to the patient or user. No assignable causes that could be associated to the packaging process of the cusa wrench at integra were identified as part of this analysis.

Event description:
On (B)(6) 2017, at the incoming inspection by the distributor, a foreign material was found inside of the package. There was no patient involvement.